Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the reporter: occurred during a lap. Cholecystectomy. During the first firing, the staple line was incomplete. The cartridge was checked and only half of the staples were pushed out from the staple pockets. The tissue was very thick and hard. Additional tissue resection was required due to the product malfunction. There was no tissue damage. No patient injury.